Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.1 cm. The reported event of ¿the connection joint between the electrode and the pacemaker was loose¿ was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure. During the procedure, the physician found the connection between the lead connector and the pacemaker to be too loose. The physician attributed the anomaly to the connector portion of the lead and a different lead was used to complete the procedure. The patient was reported to be in stable condition.